Manufacturer narrative:
Concomitant medical products: product ID: 39565-3, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 16-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the lead was broken. At the stimulator replacement the hcp decided to leave the current system implant since the lead was broken. No external or patient factors were known to have contributed to the issue. The patient was being referred to a neurosurgeon for a full system replacement. The full system replacement was going to be scheduled in the future. The issue was not resolved at the time of the report. The indications for use were other chronic/intractable pain of the trunk/limbs and chronic low back pain. No patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the broken lead was unknown.